Manufacturer narrative:
PMA/510(k): k212323. Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved could not confirm the report as it was described because the condition of the returned device. The clip has been deployed, in a closed position, and was included in the return. During functional testing the device was advanced into the accessory channel of a pentax colonoscope (2.8 mm channel) which was placed in a simulated lower gi position. The tip of the endoscope was retroflexed to simulate worst case scenario. With handle manipulation, the drive wire was observed to move freely inside the outer sheath. A visual examination of the drive wire, catheter attachment, and coil catheter (distal end device components) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. Investigation conclusion: our evaluation of the returned product was unable to confirm the report of unable to deploy, the clip was returned deployed. A definitive cause for the reported observation could not be determined. The instructions for use states, "note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy, the physician used a cook instinct plus endoscopic clipping device. It was reported that the clip was attached to the clipping site and when attempted to deploy the clip would not detach. After three attempts of opening/closing/deploying the [clip] would not detach. Clipping device was opened, removed from the patient and another of the same device was used to complete the procedure with no further complications. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.